Event description:
It was reported that during a da vinci procedure, the surgeon observed loss of the active blade from the harmonic ace curved shears insert during dissection for a thyroidectomy. It was reported that a fragment from the instrument accessory fell into the patient and was retrieved 10 minutes after the event occurred. The planned surgical procedure was completed. No patient harm was reported.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned or if additional information is received. Intuitive surgical inc. Followed up with the reporter on (B)(4) 2013 and obtained the following information: the reporter mentioned that the fragments of the harmonic ace curved shears insert did not fall into the patient. The harmonic ace curved shears insert stopped functioning and the surgical staff decided to remove the instrument since it was not working. The harmonic ace curved shears insert was used approximately 20-40 minutes prior to it not functioning. When the surgeon took the instrument in his hand, the blade fell in his hand and not inside the patient as originally documented. The harmonic ace curved shears insert did not make contact with other instruments during the procedure. Another instrument was used and the da vinci procedure was completed successfully. There was no patient injury reported by the site. It is unclear at this time how the harmonic ace curved shears insert stopped functioning. The instrument accessory was inspected prior to use and no problems were noted with the instrument. The procedure was not recorded for isi to review. At this time there is no evidence that the instrument accessory caused or contributed to an adverse event, since the instrument accessory did not fall inside the patient. The complaint is being reported since the instrument stopped functioning and a blade fell into the surgeon's hand.